Event description:
A (B)(6) male with (B)(6) with previous lobectomy underwent therasphere treatment (under (B)(4)) on (B)(6) 2010. CT (B)(6) 2010 showed left liver lobe disease progression, and he underwent tace on (B)(6) 2010 with doxorubicin on lc beads. He was hospitalized (B)(6) 2010 with epigastric and ruq abd pain. He did better in the hospital and was discharged, but on (B)(6) 2010 had severe dyspnea and change in mental status was diagnosed with a pe, and dried during the night.

Manufacturer narrative:
Given the timing of tace, it appears most likely that the ruq pain is part of the post-embolization syndrome associated with that treatment. However, as there is no evidence to rule out gastric ulcer, it remains possible that this ae could be related to therasphere.